Event description:
It was reported that customer received minimum fill notification while reloading cartridge, with remaining insulin amount unknown. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and stated preference to load new cartridge instead.